Event description:
It was reported that the physician contacted boston scientific technical services (ts) as this implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. However, after performing troubleshooting, it was determined that the telemetry wand was not plugged into the clinic's programmer. This was resolved and upon data review, it was noted that the patient had a recently treated ventricular tachycardia (vt) episode, where the initial shock accelerated the patient's rhythm to ventricular fibrillation (vf). A second shock was delivered, which was unable to convert the vf arrhythmia. The stored episode ended due to suspected undersensing, so the physician was concerned with how the vf was terminated, so ts provided instructions for exporting the complete event data for review. Additionally, it was noted that the treated episode had an elevated, but still in-range shock impedance of 142 ohms, which could have contributed to the conversion difficulty. The patient is currently hospitalized pending further troubleshooting and potential system revision. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician contacted boston scientific technical services (ts) as this implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. However, after performing troubleshooting, it was determined that the telemetry wand was not plugged into the clinic's programmer. This was resolved and upon data review, it was noted that the patient had a recently treated ventricular tachycardia (vt) episode, where the initial shock accelerated the patient's rhythm to ventricular fibrillation (vf). A second shock was delivered, which was unable to convert the vf arrhythmia. The stored episode ended due to suspected undersensing, so the physician was concerned with how the vf was terminated, so ts provided instructions for exporting the complete event data for review. Additionally, it was noted that the treated episode had an elevated, but still in-range shock impedance of 142 ohms, which could have contributed to the conversion difficulty. The patient is currently hospitalized pending further troubleshooting and potential system revision. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event description for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative).